Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the lighting system and found that the retaining ring that secures the lightheads to the suspension system was not in place. As the retaining ring was not in place, the lighthead detached resulting in the reported event. The technician made the necessary repairs, tested the unit, confirmed it was operating according to specification, and returned it to service. A complaint review indicates this to be an isolated incident. No additional issues have been reported.

Event description:
The user facility reported that prior to the start of a patient procedure an employee attempted to move their harmonyair a-series surgical lighting system when one of the lightheads detached. No report of injury.